Event description:
Senseonics was made aware of an incident where user reported being inserted with an expired sensor on 22-dec-2025. According to the user, they were inserted with an expired sensor. Upon realizing, the hcp removed the expired sensor and replaced with a new one. No medication or additional medical intervention was required. The user reported no adverse effects and confirmed that the system is currently functioning as expected. The event was attributed to a procedural error by the hcp. No further investigation was found necessary for this complaint.

Manufacturer narrative:
The user reported being inserted with an expired sensor on 22-dec-2025. According to the user, they were inserted with an expired sensor. Upon realizing, the hcp removed the expired sensor and replaced with a new one. No medication or additional medical intervention was required. The user reported no adverse effects and confirmed that the system is currently functioning as expected. The event was attributed to a procedural error by the hcp. No further investigation was found necessary for this complaint.